Manufacturer narrative:
This report is submitted on july 04, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced skin irritation and skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics for three weeks in (B)(6) 2018. On (B)(6) 2018, the patient underwent a skin revision. In (B)(6) 2018, the patient was again treated with another course of antibiotics but skin continued to grow. There are plans to remove the abutment; however it is yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.